Event description:
Shank of polyaxial screw emerged from the nail head.

Manufacturer narrative:
Add'l PMA/510(k) # k060361. Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.